Event description:
It was reported that during the device upgrade procedure, the lead exhibited sensing anomaly and unacceptable thresholds. Fluoroscopy revealed the lead was dislodged. The lead was explanted and replaced. The patients condition was fine post procedure.

Manufacturer narrative:
(B)(4).